Manufacturer narrative:
The softclix lancing device was returned for investigation. The reported failure on protruding lancets could not be confirmed during investigation. The lancing device was tested with some test lancets at 11 different pricking depth settings, for each attempt needle was correctly retracted, rejected and produced a puncture hole. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing. Medwatch fields d4, d9 and h3 have been updated.

Manufacturer narrative:
Occupation is patient/consumer the device was requested for investigation.

Event description:
There was an allegation of an issue with a coaguchek softclix lancet device. The patient alleged the lancet was sticking out of the end cap of the device. The patient stated the lancet was "in the device all the way." When the cap was placed on the device, the lancet stuck out of the end cap. The patient accidentally stuck their finger with the lancet; the patient was not harmed due to the accidental stick.